Event description:
It was reported the patient was sitting in her room watching television when she felt her stimulator switch off. She noticed an immediate return in her left foot tremor. It was stated the patient was not around any electrical equipment at the time. The neurologist was on site and interrogated her ipg. A power on reset (por) was reported, and prompted the hcp to re-set the device clock. He did not take note of the error code. The device switched on after the interrogation. The next day, at a meeting with a manufacturer representative, the patient's neurostimulator was on and working well. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)